Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer had readings of 18.1 mmol/l and 8.1 mmol/l within 10 minutes of each other. And then had readings of 16.1 mmol/l and 6.1 mmol/l, within 10 minutes of each other. The two sets of readings were not within ten minutes of one another. No adverse event reported. Returning and replacing meter and strips.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.